Event description:
Device issue: marker lumen blockage. Time of issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, during device insertion, luminal marking was not observed from the marker lumen. The device was removed and a second prostar xl device was used. The white suture of the second device was successfully, but the green suture was pulled out in one piece. Hemostasis was achieved with the second prostar device. There were no reported adverse pt effects. Though requested, no add'l info was provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was rec'd. Investigation is not completed.